Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed out while at church. The dependent patient was taken to the ICU. The right ventricular lead exhibited noise which could be reproduced when the lead was reprogrammed to unipolar mode. The lead exhibited low impedance measurements. The physician elected to discharge the patient and monitor him remotely via merlin.net. On (B)(6) 20/16 the patient presented to the clinic complaining of syncopal episodes. Upon interrogation, the right ventricular lead exhibited noise which could be reproduced with isometric exercises. On (B)(6) 2016 the physician elected to cap and replace the lead. The procedure was completed without complications and the patient was discharged the following doing fine.